Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent revision surgery to excise the excess skin on (B)(6) 2013. During the same procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.